Event description:
Pharmacist called for patient to ask if we could send the patient a check strip. Spoke with patient and found that the meter is showing "f"-instead of "f-5". A review of the system was conducted over the phone. This evaluation indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.